Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming testing. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluations of monitor sn (B)(4) has been completed. Upon evaluation, there was a misdirected pulse during testing. The pulse caused extensive damage to the computer / analog (ca) board and defibrillator board. The root cause of the misdirected pulse could not be determined due to the damage. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.